Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).

Manufacturer narrative:
Evaluation summary. For the system no further information was able to be obtained from this customer. With no additional, related information provided, the root cause of the ultrasound stopping during surgery was not able to be confirmed. The root cause cannot be determined conclusively. For the phaco tip. One 0.9mm kelman mini-flared phaco tip was returned. No phaco lot number was identified with this complaint; therefore, a lot history review could not be conducted. A visual inspection of the phaco tip was performed using 30x magnification. The tip is broken at the transition region between the cone and cannula. The phaco tip is also bent to one side at the bend region. The wall thickness at the break region is good. The evaluation does confirm the phaco tip is broken. The broken tip occurred due to the bent condition of the back of the cannula while it was being used. The reason for how or when the phaco cannula became bent cannot be determined from this evaluation. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the phaco stopped during surgery. The tip wiggled. During the setting of the sleeve the tip broke in two pieces. The surgery was finalized with a new tip. No patient impact reported. Additional information has been requested but not received to date.